Event description:
It was reported that during patient use, a cuff leak was confirmed. The patient was recannulated without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).